Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient's ipg was floating in fluid and the site had been drained before. It was also reported that the patient was having swelling around the ipg site and fluid collection that was very painful. The physician did not see any fluid. The patient will undergo a revision procedure wherein the ipg will be repositioned.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg was floating in fluid and the site had been drained before. It was also reported that the patient was having swelling around the ipg site and fluid collection that was very painful. The physician did not see any fluid. The patient will undergo a revision procedure wherein the ipg will be repositioned.